Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1000 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support discovered that the customer had been using the same cartridge and infusion set for over 2 days using lispro insulin. Tandem customer technical support informed customer that lispro insulin is indicated for use with tandem supplies for 2 days. Ultimately, the customer reverted to an alternate method of insulin therapy.